Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted due to infection.

Event description:
Additional information was received that the patient died two days after the system was removed from service with no system replacement. The cause of death was sustained vt/vf and body wide infection. The hospital pathology department retained all products.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--